Event description:
It was reported by service report that wheel lock would not hold due to a worn wheel. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Wheel.